Event description:
It was reported that during implantation surgery on (B)(6), 2011, an incomplete active electrode insertion was achieved. The patient was re-implanted on (B)(6), 2011 with a medium electrode device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.